Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for scheduled generator change. It was noted that right ventricular lead exhibited loss of capture. During the procedure on (B)(6) 2018, the lead was explanted. The patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.